Event description:
Worsened cough, chest pain, nose irritation and possible increase in respiratory infection. I purchased a soclean machine to sanitize my CPAP machine in (B)(6) of 2017. I have allergies that sometimes give me a runny nose or post-nasal drip. I had an on again off again cough prior to buying the soclean, but I believe it worsened after my purchase. When I get a cold, it often becomes bronchitis or a lingering respiratory infection, sometimes as long as a month. I've had a respiratory infections so far this year. In 2019, I started having chest pain that would come and go. My drs have tested me for copd and I have had a CT scan and been checked out by a cardiologist to rule out any problem with my heart. The tests were negative for copd, lung cancer or a heart condition.